Event description:
It was reported that the patient underwent a procedure for tlif. Bone graft extender was used posterolateral. It was reported that the patient re-gained back pain intermittently 2 weeks after the surgery. X-ray showed no loosening of implant.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.